Manufacturer narrative:
In the case description, the user mentioned receiving several uncommanded boluses of 10 u. Review of the android log files downloaded from the returned controller confirmed the delivery of several 10 u boluses during the lifespan of the controller. The audit log files show that the majority of these boluses do not have a carb or blood glucose entry, and they also show that the confirm bolus button was pressed on each 10 u bolus to bring the controller to the confirm bolus screen; and the start button was pressed to begin delivery of each 10 u bolus. Due to continued use of the system, the engineering log files only capture the last 10 u bolus on (B)(6) 2025. The engineering log files for this last 10 u bolus show evidence of interaction with the controller in order to manually input a 10 u bolus, confirm, and start the bolus. No evidence of an uncommanded bolus was observed in the available logs. Testing of the returned controller found no issues that would contribute to the reported uncommanded boluses. All boluses delivered during testing required input with the controller. No evidence of an uncommanded bolus was found during the investigation. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's mother reported on (B)(6) 2025, the patient received an uncommanded bolus of 10 units while at school. The patient's mother reported, the omnipod system delivering uncommanded boluses several days during the week that have been captured in associated files. Blood glucose levels declined to 52 mg/dl. No symptoms were provided. Hypoglycemia was treated with juice and snacks. The mother mentioned, she could see several bolus overrides on the patient's glooko report. Unable to obtain additional information as the patient's mother ended the chat session. Patient's mother sent data logs to insulet for investigation.